Event description:
It was reported during a small bowel resection while using the skin stapler pmw35 to close the incision, two staples rocked out of the incision when the surgeon wiped the wound. The surgeon used the same skin stapler to replace the two staples that rocked out of the incision. There was no consequence to the pt.